Manufacturer narrative:
Concomitant medical product: 559445 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a planned device replacement procedure, the right ventricular (rv) lead body insulation near the pin had tears. No issues were noted with the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.